Event description:
Boston scientific crm rec'd info that ten days post implant, it was noted that the atrial threshold measurements would increase when the pt would sit up. It was determined that the right atrial lead was dislodged, therefore, the lead was repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.